Manufacturer narrative:
Summary of evaluation: a visual inspection of the device indicated that it was mfg according to an earlier revision. Corrective action has since been implemented to prevent binding under load.

Event description:
The wire tensioner will not hold the wire properly. This event was noticed at the sales agency. There was no pt involvement; therefore, no adverse consequence for any pt.